Manufacturer narrative:
Sorin group received a report that cardioplegia delivery was inhibited by a blockage of flow within the cannula. There was no report of patient injury. Seven (7) cannula from the reported lot number (1520100010) were returned to sorin group USA for evaluation, two of which were opened and used. Visual inspection of the returned product found that the two used cannula were occluded or partially occluded. None of the unopened devices were found to be occluded. A leak test was performed, which found that one of the used cannula was completely occluded and the other restricted flow. It was determined that the occlusions were the result of adhesion application techniques performed by manufacturing. The manufacturing personnel have been retrained to the manufacturing operating procedure as a correction. Sorin group USA has determined that corrective actions are not needed, as a correction has already been implemented and no similar complaints for lots built after the correction have been received.

Manufacturer narrative:
Sorin group received a report that cardioplegia delivery was inhibited by a blockage of flow within the cannula. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device not yet returned to manufacturer.

Event description:
Sorin group received a report that cardioplegia delivery was inhibited by a blockage of flow within the cannula. There was no report of patient injury.